Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On 10/22/2023, the cgm was displaying 200 mg/dl and the patient checked his bg and it was 145 mg/dl. The patient took fast acting insulin based on the readings and eventually experienced a seizure. It patient reported that they called an ambulance and was transported to the hospital. The doctor took a finger stick reading and the bg was 120 mg/dl. During that time the cgm was also displaying 120 mg/dl. The patient was not provided any further treatment since he had already taken fast acting insulin. The patient was discharged from the hospital the same day. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.